Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional vascular device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with moderate calcification and moderate tortuosity. The 2.75x48mm xience xpedition stent delivery system (sds) was implanted, however, a distal edge dissection occurred. A 2.75x18mm xience alpine sds was used to treat the dissection but a dissection also occurred. A 2.75x12mm xience alpine stent was used to treat the second dissection and complete the procedure. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.